Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a triclip xtw, while pulling the closed clip into the introducer, the clip arms became caught on the tip of the introducer, which damaged the tip of the introducer. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported torn ci. The reported difficult retraction of the clip introducer over clip, however, was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported difficult retraction resulting in torn ci (material split, cut or torn) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.